Manufacturer narrative:
A ge representative evaluated the system, cleaned and reseated a fuse in the 5 volt power supply, reloaded software, and flashed the memory nodes. System operates as intended.

Event description:
The customer reported the system displayed a communication error. No patient injury was reported.